Event description:
Patient'scontacted dexcom technical support on 07/01/2015, to report that on (B)(6) 2015, the patient's continuous glucose monitoring system displayed an unrecoverable loss of antenna. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The receiver was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and found no defects. The receiver data log was reviewed and found no errors. The customer complaint could not be confirmed. A root cause for the reported event cannot be determined.